Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratches on lcd window, cracked near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 154 mg/dl at the time of incident. The customer's blood glucose was 149 mg/dl at the time of call. The customer stated that the insulin continued to drip after letting go of the act button during the prime process. The customer stated that they were wearing the insulin pump during priming. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.